Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted into the hosp on (B)(6) 2014 due to extreme diarrhea. The pt did not report the issue to the vad coordinators until that day. The pt now having bright red blood with his stool. The pt is being monitored.

Manufacturer narrative:
Pt's weight was not provided. The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.